Event description:
It was reported by service report that the fowler would intermittently stick while being raised. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler; set screw.